Event description:
On april 18, 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The customer reported inaccuracies between bgm and cgm. Due to the inaccuracies, an RMA was issued for the sensor and transmitter. The sensor and transmitter were tested in-house, and they did not reveal any malfunction. The potential root cause of the inaccuracies could be due to the sensor being implanted into the same location as the previous sensor where an infection was reported (complain (B)(4), MFR report# 3009862700-2023-00049), and the sensor was taking longer to stabilize after insertion. Device evaluated by manufacturer? Yes. Type of investigation updated to 10. Investigation findings updated to 213. Investigation conclusions updated to 4307.